Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as a valid lot number was not provided. All information reasonably known as of 09 may 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 9611594-2018-00062 for the first report refer to 9611594-2018-00064 for the third report it was reported by the distributor that the hospital has reported early suture displacements which occur within 2-3 days. The hospital feels that the events may be caused by care issues and placements. Per additional information received 4 may 2018, the hospital confirmed the event with 3 kits.